Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. The suspected enclosure charger was returned for evaluation; however, results are not yet available. A manufacturer representative went to the site to test the equipment. Troubleshooting revealed the charger 0 in error. Battery tray 1 depleted and was not charging. The charger enclosure was replaced and the battery tray was replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was not charging. There was no patient involvement.

Manufacturer narrative:
The suspected charger enclosure was returned to the manufacturer for analysis. Analysis found that issue confirmed. Dash indicates channel 1 is not functioning, resulting in battery tray being depleted. Faulty battery charger enclosure. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.